Manufacturer narrative:
Concomitant medical products: unknown ICD. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lawsuit alleged that the patient received multiple inappropriate shocks from a fractured right ventricular (rv) lead. The rv lead was replaced. The patient experienced severe pain, suffering, fright, severe mental anguish and emotional distress. No further patient complications have been reported as a result of this event.